Event description:
Prior to procedure the surgeon had to cancel the case because they received the wrong tube set for their access 15 pump. The surgeon would not go to gavity and they have rescheduled the case for the next morning. The o.r. Staff indicated that the pt was on the table and under anesthesia when the case was cancelled. No other info is available at this time.